Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2020. 5076-52, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) emitted a two tone alert. The device remains in use. It was further reported by the clinic that a lead impedance alert had been triggered. The alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.